Manufacturer narrative:
Additioh4: the lot was manufactured from july 07, 2020 - july 09, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye, which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of the fluid inside the bag was found to be an untightened red cap. The red cap is not a baxter product. The infusor's blue winged cap was not used or returned with the sample. Functional leak testing was performed by filling the device with green colored water. After the fill, the red cap was hand tightened. The sample was monitored until the next day. And no sign of a leak was observed. The reported condition was not verified. The device was determined, to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location. The device was filled with dinutuximab, saline and a small amount of albumin. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.